Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer indicated that the pump was worn in or around an MRI machine. Troubleshooting found that the customer was able to clear alarm after a battery change but the pump alarmed motor error again. Customer then indicated that the issue was resolved by a complete set change. The product will be returned.